Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument arced while cutting right on the rumi ring. The instrument tip did not appear to be damaged. The customer switched to a different mcs instrument and the arcing was reportedly less. The procedure was completed with no reports of patient injury.